Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open distally. The patient was undergoing surgery for treatment of an amorphous, unruptured small aneurysm in the left v4 segment of the vertebral artery with a max diameter of 5mm and a 4mm neck diameter. The landing zone was 3.2mm distally and 3.6mm proximally. It was noted the patient's vessel tortuosity was minimal. Dapt (dual antiplatelet treatment) was administered and the platelet reactivity unit (pru) level was within target range. The angiographic result post procedure showed good blood flow. It was reported that after the microcatheter and stent were smoothly delivered into position, the distal end of the stent failed to open. Deployment was continued, and after the middle segment of the stent opened, the distal end still failed to open. The operator attempted to retrieve the stent and prepare for reoperation, but during retrieval, the stent became detached; therefore, a new stent was used, and the procedure was ultimately completed successfully. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a navien 5f-115 guide catheter and marksman microcatheter.